Event description:
A peritoneal (dialysis) pd pt's contact reported that shortly after beginning treatment the cycler alarmed for air detected in the cassette. They discovered fluid leaking from the cassette area. Treatment was discontinued and the pt performed manual treatment. The set was retained and made available for evaluation. During follow up the pt reported that his effluent remained clear. He did not have any signs of infection. He had been prescribed prophylactic antibiotics by his pd nurse. During additional follow up the pt's pd nurse reported that he had not had any adverse event and had not required any med intervention.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation. The set was visually and photographically inspected and no issues were discovered. The set was use tested and no leaks or other problems were detected. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.